Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable therefore surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was restored.

Event description:
Additional information indicates this device is no longer liable.

Manufacturer narrative:
This record is no longer reportable as the device is no long liable.